Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)-no (per pfs)" and device difficult to use "difficulty placing essure". The patient's previously administered products included for an unreported indication: depo-provera from 2000 to 2002 and oral contraceptive pill. Concurrent conditions included thyroid disorder nos and hashimoto's disease since 2016. Concomitant products included betaine, cholecalciferol (vitamin d3), curcuma longa (turmeric curcumin), ferritin, fish oil, levoglutamide (glutamine), levothyroxine, selenium and zinc. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event split for coding)/abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced bladder disorder ("bladder or urinary problems of changes (event split for coding)/bladder or urinary problems of changes"), urinary tract disorder ("bladder or urinary problems of changes (event split for coding)/bladder or urinary problems of changes"), migraine ("migraine headaches / migraines/headaches (event split for coding)/migraine") and headache ("migraine headaches / migraines/headaches (event split for coding)/headache") and was found to have weight increased ("weight gain/loss: weight gain/weight gain/loss: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain (extreme)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)/abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with ibuprofen and surgery (hysterectomy partial). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, bladder disorder, urinary tract disorder, weight increased, migraine and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: anticipated/scheduled date for essure removal : (B)(6) 2018. Most recent follow-up information incorporated above includes: on 17-jan-2019: pfs received. Patient underwent hysterectomy partial on (B)(6) 2018. Patient's concomitant medication added. This case is incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report